Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: synergy ii us mr 2.50 x 20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found that the entire stent was damaged. The distal and middle portion of the stent was distorted and stretched in parts. The proximal end of the stent was flare outward. The stent also moved approximately 15mm distally on the balloon. Crimp markings were evident on the exposed balloon wall, indicating correct positioning and crimping of the stent on the balloon prior to the complaint incident. Due to stent damage the stent od (outer diameter) could not be measured during analysis. Therefore the maximum crimped stent profile was measured and was within specifications. It was also noted that the stent crimp force, the crimp temperature and the maximum crimped stent profile for the device were all within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a kink in the mid-shaft section 95mm proximal to port entry site. The bi-component bond showed no signs of damage or strain. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 18-jan-2017. It was reported that crossing difficulties were encountered. A 2.50 x 20 synergy ii drug-eluting stent was advanced for treatment, but failed to cross the lesion. The procedure was completed with another 2.50 x 20 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed that the stent was damaged and moved on the balloon.